Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at follow up it was noted that the impedance and threshold had increased on the right ventricular lead. The lead remains in use and no patient complications have been reported as a result of this event.